Manufacturer narrative:
The handpiece was rec'd by the MFR, however, the complaint could not be replicated. Internal components were evaluated and corrosion was discovered on the motor assembly and rotor assembly. For preventative maintenance purposes, both assemblies were replaced.

Event description:
It was reported that the drill continued operating when the trigger was no longer activated. It is unk if this event occurred during a surgical procedure. There was no pt or user injury reported, and no adverse consequences alleged with this event.